Manufacturer narrative:
Investigation: photo evaluation: 1 photo was returned for evaluation. From the photo, observed double scale line printing on syringe barrel. Sample evaluation: one actual sample was returned without unit package for investigation. From the sample, observed scale line printed inside and outside syringe barrel. The scale marking issue; as stated as the reported code was confirmed with the returned photo and sample. At apex printing station, the syringe barrel is picked up by the mandrel to the printing dial pocket. The scale markings are printed onto the syringe barrel. When the syringe barrel fail to be fed, the mandrel will be empty and the scale markings are printed on the mandrel instead. In the next cycle, the wet ink on the mandrel is transferred onto inside of the barrel. This is the cause of the double printing. Apex printing machine, triggered alarm when mandrel failed to infeed with syringe barrel and the production technician could have failed to identify. DHR was performed and no quality notification was raised on past 12 months of the affected batch.

Event description:
It was reported that the barrel of a bd plastipak¿ syringe, luer-lok¿ had double printing. The following information was provided by the initial reporter: ¿ double printing on the barrel ¿.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd plastipak¿ syringe, luer-lok¿ had double printing. The following information was provided by the initial reporter: "double printing on the barrel"